Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that there was poor coupling. Troubleshooting occurred over the phone and did not resolve the issue. Patient stated she was having difficulty getting the boxes and sometimes it wouldn't connect at all. Patient stated it started off and on since she got it put in. Patient stated she got a new stimulator on (B)(6) 2017 but didn't show this device as registered yet. Caller stated that when she tried to charge, she sees 0 boxes and sometimes can get 2 boxes filled in. Patient stated she felt like the device had moved down. Patient stated she noticed that the device has moved down from its original spot. Patient redirected to healthcare provider. No further complications were reported/anticipated.